Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2019, the patient faced two bent cannula issues due to which he experienced high blood glucose level. Therefore, patient's father took him to the hospital as he was diagnosed with diabetic ketoacidosis and he was admitted to the emergency room with blood glucose level of 700 mg/dl, where he received insulin shots and intravenous drip. The patient had ketone levels which the health care professional assessed as dangerous/life threatening. The patient was released from the emergency room, the next day of admission with blood glucose level of 142 mg/dl. It was reported that patient's condition was good when he was released. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.